Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 17 jun 2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support and reported that the touchscreen appears to have damaged from cleaning. The customer called to request the touchscreen part number. Product support provided customer part numbers for the touchscreen. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 17sep2020. B4: 18sep2020. Product support provide customer part ID for the touchscreen. The customer ordered the touchscreen. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.